Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process, resulting in a successful start of the sensor session without the cgm error appearing again.